Event description:
General report received of an unspecified number of undocumented incidents of backflow. On unspecified dates, the primary tubing sets were being used to deliver 500ml of normal saline, at unspecified rates, via symbiq pumps. At unspecified times, the option-lok male adapter of secondary tubing sets were connected to proximal clave y-sites of primary tubing sets for piggyback deliveries of unspecified medications. The primary solution containers were hung lower than the secondary solution containers. After unspecified lengths of time, backflow of solutions from the secondary solution containers into the primary solution containers were noted. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. The lot number of the devices were unknown. The customer contact identified one possible lot number (plots). The possible lot number is 280555h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.